Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.0/1.5/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer shorter lens due to excessive vault . This exchange resolved the problem. Patient related factor was reported to be the cause of this event.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.6mm, vticmo12.6, -8.0/1.5/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of this event is unknown. Claim#: (B)(4).

Manufacturer narrative:
B5: per updated information cause of this event is unknown. Claim #(B)(4).